Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 400 mg/dl. The patient treated via manual insulin injection. Her blood glucose went down to 320 mg/dl. Troubleshooting was initiated for the customer's high blood glucose and to inspect the pump and its corresponding components for damage and functionality. No apparent anomalies or malfunctions were discovered on the pump, reservoir, infusion set, or insulin. The insulin pump was not returned for analysis.